Event description:
The customer reported that the xray tube was arcing. No patient injury was reported.

Manufacturer narrative:
(B) (4). The in-house engineers had the xray tube off. A new tube was installed and he verified the collimator alignment and preformed a filament calibration. The system functions as intended.